Manufacturer narrative:
All buttons functioned properly during testing. However, moisture damage was found on the keypad traces during visual inspection. No unexpected frozen display noted during testing. The device had cracked reservoir tube lip, cracked batter tube threads, minor scratches on the lcd window, and scratches on the reservoir tube window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump was frozen and it wouldn't register the sensor in his body or administer insulin. The device is not responding to any button presses. He didn't know his blood glucose level or doesn't recall any significant event which may have caused the keypad issue. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.